Event description:
The nebulizer was connected to a pt. The customer reports that the nebulizer intermittently fails to operate. The "tas" reports that when the nylon screw at the top of the nebulizer module is removed, the module can be seated further by approx 1/8 inch. The "tas" attributes the failure to the module not seating due to the alignment of the nylon screw. There was no pt injury.